Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump declared multiple intermittent occlusion alarms and the fill estimate was inaccurate. The customer's blood glucose (bg) reached the 600's mg/dl which was addressed with manual injection and a complete supply change. Additionally, the customer experienced continuous low bg levels around 43 mg/dl which was addressed with the customer consuming juice. Cause for low bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.